Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that product sterility issues were encountered. During the unpacking of a 2.25 x 20 promus element plus drug-eluting stent, it was noted that the device was unsterile. The procedure was completed with another 2.25 x 20 promus element plus drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The device was not returned in its original packaging. A visual examination of the crimped stent found no issues with the profile and no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. The damage noted most likely occurred from excessive handling of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that product sterility issues were encountered. During the unpacking of a 2.25 x 20 promus element plus drug-eluting stent, it was noted that the device was unsterile. The procedure was completed with another 2.25 x 20 promus element plus drug-eluting stent. No patient complications were reported and the patient's status was stable.